Event description:
The patient was presented to the hosp with stomach pain and inability to feel leg. The symptoms were medically treated without success and patient expired. An autopsy determined patient bled to death as a result of a perforated inferior vena cava.